Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured july 25-26, 2024. H11: three (3) actual devices were received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. System testing was able to be performed on only two (2) actual samples; testing could not be performed on the third sample due to clogged tubing with ingredients. System level testing performed on the 2 samples did not identify any calibration errors or leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2400 valve sets leaked from an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.